Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device met release criteria and was deployed. Upon deployment the closure device embolized to the descending aorta. A gooseneck snare and 18f sheath were used to snare the closure device and remove it from the patient. No patient complications were reported. The patient is expected to make a full recovery.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device met release criteria and was deployed. Upon deployment the closure device embolized to the descending aorta. A gooseneck snare and 18f sheath were used to snare the closure device and remove it from the patient. No patient complications were reported. The patient is expected to make a full recovery. It was further reported a thrombus was present on the wds sheath prior to the closure device being released. The thrombus resolved without intervention. The patient fully recovered and was discharged from the hospital.